Manufacturer narrative:
As received, only implant coil was returned without pushwire as the pushwire was discarded. The implant coil was found stretched with the polypropylene filament intact. During evaluation, the detach element was removed from the implant coil and detach element was found in good shape. No other anomalies were found. Based on the device returned and reported information it is possible that reported bent in pushwire lead to the premature detachment of the implant coil from the pushwire. The cause for damages to the axium pushwire could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): directions for use: ¿slowly and simultaneously remove the axium detachable coil and introducer sheath from the dispenser track. Inspect proximal implant delivery pusher for irregularities. If irregularities exist, replace with a new axium detachable coil. Slowly advance the axium detachable coil out of the introducer sheath into the palm of your gloved hand and inspect for irregularities of the coil or the detachment zone. Due to potential risks of irregularities, a visual proof should be performed. If irregularities exist, replace with a new axium detachable coil.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil pushwire will not be returned for analysis as it was discarded; however, the implant is pending return. Upon receipt and evaluation completion of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular aneurysm located in m1, this coil detached prematurely before delivery into the microcatheter. It was reported that during opening the package the pushwire found bent. The coil was inside the sheath. The coil was detached from pushwire when physician advancing coil into microcatheter. Replace the same size new coil and finish the procedure. No patient injury was reported.